Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the female connection end of this unit appears to have been broken which may have been caused by over torquing of the connection out in the field. The distal end of the 3 3/8" segment of tubing from the set was open and clean. This end appears to have compression marks on its surface due to clamping prior to arrival in the MFR's lab and appears to have been cut with a sharp object. The unit was patent and no leaks were noted when the device was flushed. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "the line snapped while trying to disconnect the device" has been confirmed. However, the cause of the damage found during the MFR's analysis of the device could not be determined by the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 09/01/97, the MFR international distributor informed the MFR via fax of the following incident: the MFR's distributor stated that the line snapped while trying to disconnect the product which was in use for approximately 24-36 hrs. The device had been accessed less than five (5) times. No further details were provided at this time.